Manufacturer narrative:
Internal complaint reference case-(B)(4). The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and observed no issues. A functional evaluation revealed a intermittent blade stall error. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Event description:
It was reported that the dyonic powermini prongs were bent and it could not be attach to the dyonics power unit. This was noticed post case test; therefore, no patient was involved. Results of investigation have concluded that this unit had an " intermittent blade stall error" which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.